Event description:
Home patient (hp) contacted baxter's technical service center for assistance during drain 1/5 of the pt's automated peritoneal dialysis therapy. Hp received a low drain volume alarm, as a result of a fluid leak. The hp reported sheets were wet and there was fluid on the floor, however, the source of the leak could not be determined. The technician assisted the hp in ending therapy. Additionally, the hp's rn was contacted for follow up. The hp was advised to contact home pt's physician. Follow up with the hp's rn indicated the hp was treated prophylactically with keflex 500mg. Twice daily for 5 days. No pt injury reported per rn.